Manufacturer narrative:
Follow-up #1: date of submission 23-mar-2018. Device evaluation: the device has been returned and evaluated by product analysis on 12-mar-2018 with the following findings: during investigation, there were multiple loss of prime warnings observed in the b/box associated with a non-primed pump or a cartridge change. Pump exercised for 24 hrs- loss of prime was not duplicated. Force calibration failed. The force sensor removed and tested- resistance value was found to be in specification.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a prime (loss of prime) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.